Event description:
Same case as MFR ID # 2134265-2012-00818. It was reported that during a percutaneous coronary intervention, difficulty crossing the lesion, stent placement problem and stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. The physician advanced the 3.0x12mm promus element but was unable to cross the calcified lesion. The device was removed and reinserted with the assistance of a non-bsc guide catheter. Resistance advancing the device was again encountered but the stent was able to be deployed. Due to the calcification the physician was not able to determine the location of the deployed stent, the physician stated that it was either a geographical miss or the stent was deployed in the guide catheter. The 3.0x8mm promus element stent was then advanced through a new non-bsc guide catheter and resistance advancing the stent system was again encountered, resistance suddenly resolved and the physician thinks that the stent dislodged inside the guide catheter. The sds balloon was pulled back to the dislodged stent was deployed in the guide catheter; the complete system was removed from the patient. The procedure was completed with an non-bsc stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).